Event description:
It was reported that the patient "feels awful" when he is wearing hearing aides and feels there may be interference with the implantable cardioverter-defibrillator (ICD). The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.